Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported lost sensor alerts. He also stated that he has had to use pliers to pull the sensor out of the serter. Customer verified that the correct transmitter ID is programmed in the insulin pump. He also stated that he now has to charge the transmitter more frequently than he used to. He stated that the insulin pump is not communicating with the transmitter. A test plug procedure was done and showed that the transmitter was functional. The blood glucose reading was 145 mg/dl. Nothing further was reported.